Event description:
A patient was intubated with 7.5 et tube for respiratory failure. Three days later, pt self extubated during am care. Hospitalist reintubated patient with 7.5 et tube. Respiratory technician noted low cuff pressure prior to extubation. This facility has reported several devices with this problem within the last month to the manufacturer. Different device sizes are involved. Product has been returned to the manufacturer. Manufacturer response for et tube, rusch entrotracheal tube 7.5 (per site reporter). Equipment failure called to (B)(4) customer service department. No complaint number assigned and no plans for further investigation. Given number of [] and sales representative [] to notify for further problems.